Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that the system wouldn't recognize the handpieces during a procedure. Four handpieces were connected and attempted without success. The system was switched out and the procedure was completed. There was a reported delay of 30 minutes. There were no pt injuries reported.